Event description:
Follow-up information was received on 11-may-2023: on (B)(6) 2022, the patient was injected with bleomycin again (which was used by the physician for years, to treat hypertrophic scars and keloids), into two of the most troublesome lesions. Neither the patient nor the physician wanted to use cortisone. The patient was due for another follow up appointment, to probably repeat the injection, on (B)(6) 2023. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event nodule/granuloma (injection site nodule) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2023-00043 referring to the same patient. This spontaneous report was received from a swiss physician (dermatologist) and concerns a female patient in her 5th decade. She was injected with radiesse, into the mandibular line and lower face, about 18 months prior to this report, on (B)(6) 2021. Radiesse was diluted in a 1:1 ratio (product preparation issue, off label use of device). The patient was injected by another physician. She was previously injected with hyaluronic acid in 2017 and 2019 for superficial intradermal injection (fine lines). The physician saw the patient in (B)(6) 2022. She was symptom-free. About 2-3 months prior to this report, after the radiesse injection, the patient experienced nodule and indurated fibrotic tissue on the subcutaneous side. On clinical examination, the physician found 1 nodule of approximately 4x2 mm lateral to the marionette line on the left side side and 4 to 5 cm of indurated fibrotic tissue on subcutaneous side bilateral. Biopsy was not performed, but the physician tried to remove some of the nodule (if hyaluronic acid) without success. For the physician, the diagnosis of granuloma was almost certain and did not see what else was it supposed to be. The physician did not do any treatment and was very reluctant to inject in these various tissues concerned a corticoid (already saw complications with keloids). The physician was also reluctant to treat the problem since the patient was injected with radiesse, by another physician and asked for a referral. The outcome of the events was reported as not resolved.

Event description:
Follow-up information was received on 16-jun-2023: after the first injection of bleomycin, the physician informed that a slight improvement was noticed, which the patient also felt. On (B)(6) 2023, the patient was injected with the second injection of bleomycin. The patient was due to be seen again for a control, at the end of (B)(6) 2023. Due to the provided information, the outcome of the events was considered as resolving (changed from not resolved).